Event description:
The caller reports that the customer obtained "lo" (<10 mg/dl) and 172mg/dl on the accu-chek active system. The caller reports another additional comparison with results "lo" (<10 mg/dl) and 162mg/dl on the accu-chek active system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.